Event description:
Certified nurse midwife (cnm) was completing labial repair. Tip of vicryl needle broke off and was stuck on the needle holder. The broken tip and remaining piece of needle were both identified and accounted for.